Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the cdh33 instrument staples did apply, but the device did not cut. The washer "click" was not heard. Another instrument was used to complete the case (do not know if it was a competitor or not). There was no consequence to the pt. The device was discarded but an unused device of the same lot is being returned.